Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user was reviewed for the period of 27may2026-1may2026. The user stated that after changing the time zone on her controller, she fell into a hypoglycemic coma. The serial number of the pod was not identified in the user description however the user did note that the reported pod was used from 28may2026-31may2026. Inspection of the patient history buffer (phb) and the pod history manager (pmh) found that the pod used during this period had the serial number (B)(6). Inspection of the pmh data found that the system did register a time zone change prior to entering a state of suspended insulin and urgent low glucose alerts. Inspection of the phb data indicates that the pod operated in automated mode prior to the reported low glucose values and hypoglycemic event. The pod suspended the delivery of insulin prior to the reported event at 2026-05-29 07:30 in response to decreasing egvs and at 2026-05-29 07:50 the pod was then entered into manual mode as the user's estimated blood glucose values continued to decline and the hypoglycemic event occurred. Although the user entered into manual mode, no insulin was delivered during the period of low blood sugar. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. The system was found to be appropriately adjusting suggested insulin based on estimated glucose values (egvs) received by the pod and user inputs. No evidence of an over delivery of insulin or of any other issue with the system was observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she experienced a hypoglycemia coma while wearing a pod on the abdomen for 72 hours. The patient reported she was travelling from sweden to denmark and received a message to change time zone from sweden to denmark, even though the time zone is the same. The patient changed timezone to denmark and reported she fell into a hypoglycemic coma after this time zone change. The patient was transported from the (B)(6) hospital via ambulance and was admitted from 09:00-13:00 on (B)(6) 2026. The patient's symptoms include sweating, dizziness, fatigue, and loss of consciousness. At the hospital, the patient's blood glucose level was measured at 2.1 mmol/l (38 mg/dl) and the patient was treated with intravenous drips. The patient was unable to recall specific treatment provided. The patient reported feeling fine after the incident, but feels 'a bit foggy' sometimes.